Event description:
On (B)(6) 2014, the reporter contacted animas, reporting a case damage w/moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the pump powers with returned battery cap. The battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. No evidence of moisture inside battery compartment or underside of battery cap. Leak test shows leak at battery compartment crack. Removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.